Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos did not identify any abnormalities that could have contributed to the reported leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the screwed connector of a prismaflex m150 set dialyzer during priming. There was no patient involvement. No additional information is available.